Event description:
The patient was a (B)(6) male. The target lesion was the mid right coronary artery. The lesion was a de novo, heavily calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was conducted with a bc (apex, 2.0/1.0mm) and cypher (3.5x18mm: complaint product) was delivered to the target lesion, but it would not cross the lesion due to the heavy calcification. Therefore, the physician tried to retrieve the cypher, but there was friction while pulling the cypher back into the gc (mach1 6f). Nevertheless, the physician applied excessive force and drew the cypher into the gc. The cypher was removed from the patient and it was confirmed the proximal edge of the stent to be flared. To finish the procedure, additional pre-dilation with a bc (hiryu, 2.5/10mm) was conducted and a new cypher (same size) was implanted at the target lesion instead. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.